Manufacturer narrative:
Service was not requested by customer. The customer evaluated the dxc 700 au clinical chemistry analyzer and found condensation in the sample syringe. The customer replaced the sample syringe and the sample pot tubing to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of low anion gaps and low ion selective electrode (ise) patient results for sodium (na) and potassium (k) and high patient results for chloride (cl) on their dxc 700 au clinical chemistry analyzer. The erroneous results for two (2) patient samples were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided patient data for one (1) patient sample.